Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: site ID- (B)(6) (ae-r995031601) it was reported that on (B)(6) 2026, a 29mm epic plus mitral valve was implanted in the patient. Post procedure, the patient presented with progressive worsening and a tendency toward hypotension, requiring volume resuscitation and initiation of medication. The bleeding was corrected with rotational thromboelastometry (rotem) with platelet pool + fibrinogen + 25 mg of protamine). An initial transthoracic echocardiogram (tte) showed a qualitatively reduced left ventricular ejection fraction so medication was started. Subsequently, the patient experienced more marked deterioration, with hypotension, hyperlactatemia, and oliguria. A repeat tte revealed an organized pericardial effusion with right ventricular collapse. An urgent surgical revision was performed.